Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. The product will not be returned to zimmer biomet as it remains implanted. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported by the pmi group that a patient underwent a left shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason. No revision procedure has been reported to date.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number : (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number : (B)(4).